Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Subject has lost 150 lbs and pacemaker was loose due to weight loss. Subject had a pocket revision on (B)(6) 2016 and a twiddler stitch was applied to the device to avoid further motion. There were no adverse patient side effects reported. This device remains actively implanted at this time.